Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. All three check valves on the returned sample were inspected and functioned smoothly. A column flooding test was also performed the check valves operated normally equalizing the pressure with a water level increase in the column, but it did not flood. Successive disconnects also did not result in flooding. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
The customer alleges that the water bubbled out of the concha column and backed up to the baby. The rt suctioned the baby and replaced the circuit and column and no further issues occurred. There is no report of patient injury or harm.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time since the device sample or picture are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the water bubbled out of the concha column and backed up to the baby. The rt suctioned the baby and replaced the circuit and column and no further issues occurred. There is no report of patient injury or harm.